Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was nor working over time. The physician removed and downsized the cuff due to atrophy. A 3.5 cm cuff was implanted. The patient had a good outcome with no further complications. No more information is available at the moment.